Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The waist pack was returned for evaluation. No device malfunction was reported against the waist pack; therefore, the purpose of this investigation was solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pack from performing as intended. Failure analysis revealed a damaged seam in the controller pocket and in the battery pocket strap loop. The most likely root cause of the observed damages on the waist pack can be attributed, but not limited to wear and/or to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.